Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller indicated that the patient's remote and communicator were not connecting. The communicator has a solid green light but the blue light was not on/blinking. The caller was not with the patient. Technical services (tss) reviewed information about troubleshooting. The caller indicated that they will meet with the patient following the call with tss. On a second phone call, rep conferenced patient on the call. Patient reported they are not able to connect with the communicator and handset since yesterday. Patient stated they were away from home for a little while and when they came home, the stimulator turned itself off and the pt was not getting any stimulation. Patient stated they got an error message this morning but did not recall the message when they were recharging the ins. Agent assisted patient with resetting the handset and communicator multiple times. Patient service confirmed with the recharger the implanted neurostimulator is charged up to 90% and therapy is on. Agent assisted with handset and communicator and patient is able to connect to the ins to see their settings. Agent reviewed devices all functioning as intended. Agent recommend patient monitor the therapy and consult with their managing physician's office for assistance if necessary. The troubleshooting steps that were taken on the call resolved the issue. The patient was redirected to their healthcare provider to further address the issue if the issue continues.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2 lot# serial# (B)(6) product type product ID a72400 lot# serial# unknown product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that mystim rc was not showing on the phone. The local representative (rep) tried to restore by giving the patient directions over the phone. They contacted the manufacturer, and a representative was able to help them restore the app. The issue was resolved, and it was working well ever since.